Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable. During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling tool side was worn. This was contributed to normal wear. Unit was repaired and returned to customer on 08/26/2013. Placeholder.

Event description:
The quick coupling for k-wire was returned for repair, because at the time of (B)(6)operation and inserting of the guide wire into the k-wire chuck, the k-wire did not remove from the k-wire chuck. This was report 1 of 1 for complaint #(B)(4).